Manufacturer narrative:
The customer reported the seat section of the mattress on the totalcare bed was not inflating. The patient was in immense pain and developed a pressure sore from the mattress not functioning correctly. No additional information was provided. The following additional information was obtained from the patient¿s mother/caregiver. The patient is a (B)(6) female with a history of in utero stroke, brain damage, and seizures. The patient has been bed bound for approximately 20 years after suffering an adverse reaction to tegretol that left her unable to walk. The patient currently has three pressure sores: a skin tear near the tail bone, and two pressure sores on the buttocks. Staging information of each pressure sore was unknown. The caregiver stated the pressure sores are bleeding and she is applying mupirocin cream and covering with a bandage. There is no sign of infection and the pressure sores have not been evaluated by a health care provider. The caregiver stated she uses pillows to reposition the patient. A new mattress has been ordered as it is approximately 10 years old. No further information was provided. The totalcare bariatric bed and totalcare bariatric plus therapy system are intended to provide a patient support ideally suited for use in healthcare environments. The totalcare bariatric bed and totalcare bariatric plus therapy system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare bariatric bed is capable of being used with a broad patient population whose weight is between 200 and 460 lb (91 to 209 kg) and as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees, patients, and family members who have the physical strength and cognitive skills to operate and control the product. Pressure ulcers (also known as pressure sores or bedsores) are injuries to the skin and underlying tissue, primarily caused by prolonged pressure on the skin. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Pain or discomfort is an unpleasant sensation occurring in various degrees and typically stops once the stimulus is removed. It may be contained to a discrete area due to an injury or more diffuse due to disorders or diseases. Pain or discomfort is a symptom and not an injury. It is possible the patient was experiencing pain related to her pressure sores. An inspection of the bed was performed by the hillrom service technician and no device malfunction was identified. The bed functioned as designed. It is noted the customer discussed replacing the mattress due to the age of the mattress. Additionally, the service technician found the patient sitting towards the foot section of the bed and in serviced the customer on proper positioning. Safety tips for patient positioning in the instructions for use state make sure that the patient's hips are aligned with the applicable label. The hip locator is used to position the patient¿s hips for optimum pressure relief with mattress. It is possible incorrect positioning of the patient on the mattress was a contributing factor to the reported event. Due to the limited information provided, severity of the pressure sores cannot be determined; therefore the event is conservatively considered a serious injury. If additional information becomes available, the complaint will be reassessed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating the seat section of the mattress on the total care bed was not inflating. The patient was in immense pain and developed a pressure sore from the mattress not functioning correctly. No additional information was provided. This report was filed in our complaint handling system as complaint # (B)(4).